Event description:
It was reported the patient had not been able to urinate since the night before the call. The patient had increased stimulation and was inquiring if that would help but it was not known if the issue was related to the device or something else, therefore the patient was redirected to their physician. Further follow-up has been requested to obtain this information and if additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0a32b, implanted: (B)(6) 2013, product type lead. (B)(4).